Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Additional information: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with a faulty pump head module was discovered and confirmed during product evaluation. The root cause of this condition was assigned to a defective pump head module. The facility was given a new pump in place of this pump.

Event description:
During a review of the device by baxter (B)(4) personnel, a colleague infusion pump was found to have a faulty pump head module. It is unknown when or in which care area this event occurred. This condition has the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 5.09.90.